Event description:
It was reported that the measurements taken with the analyzer do not correspond to the measurements taken by the ICD. Medical intervention was taken to resolve this issue. Further follow up did not yield any additional information. Patient status is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.